Event description:
During an acl reconstruction procedure the tip of arthrex scorpion needle was found to be broken off after removing from patient's knee. Reference# ar-12990n, lot# 15015038. Operative field, or floor and patient's knee were searched for missing piece. Not able to locate. A x-ray was taken of operative area, read as negative by dr. [Redacted name] for any piece of metal. Dr. [Redacted name] informed.